Event description:
It was reported that the insertion of the iab in the pt's right femoral was uneventful. However, the balloon would not inflate. Because of this, the iab was removed and replaced. There were no pt complications.